Event description:
Late 50¿s female with history of stress incontinence and vaginal vault prolapse. Procedure: posterior repair, sacrospinous ligament fixation and tension free vaginal tape. During the procedure, the capio device would not fire. Another one used without known harm to patient. Patient was discharged the same day. Manufacturer response for instrumentation, surgical mesh, urogynecologic, transvaginal repair of pelvic organ prolapse, capio slim (per site reporter) will obtain.